Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms were noted during testing. No black dot or battery indicator anomaly noted after battery insertion. Unable to verify for operating currents, including the low battery or off no power alarm due to no act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery les than 1 week. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new battery and it clear the alarm. Customer was advised to monitor the insulin pump and call if problems recur. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.